Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer completely changed all supplies prior to the time of the report, therefore, troubleshooting was unable to be performed. When the customer removed the case to change supplies after the occlusion alarm, the customer received a button alarm 22. Tandem technical support (cts) advised the customer to prevent items from pressing on the button; customer acknowledged. Additionally, it was reported that when the customer changed supplies, the pump would not let the customer resume therapy. Cts guided the customer through the load process. Customer successfully completed the supply change and resumed insulin therapy. The customer's blood glucose level was 297 mg/dl and was addressed with a bolus via the pump.